Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were found to have been separated. The carrier tube was found to have been in the fully rear-locked position. The tubing of hemostasis sheath looked very stretched from 's' marker on the tubing and separated from the hub of the sheath. Kink was also observed on the tubing of sheath. Anchor, suture, and collagen were separated with the device. The collagen was found to have been covered in dried blood. No other damage or issue was identified with the device. Functional testing was unable to be performed due to the condition of the device. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that when deploying the involved angio-seal post right lower extremity (rle) angio with intervention, after the second click, they removed the device, and the footplate didn't set. Everything came out. The patient has a hematoma on the right leg which was attended to by the scrub tech. The angio-seal performed, and nothing was left inside the artery. Estimated blood loss was less than 250cc. Patient was in stable condition. Procedure outcome was successful. The patient required medical or surgical. The event occurred post-treatment. Additional information was received on 09 feb 2023: the procedure sheath size used was a 6 french sheath right femoral artery (rfa). There were no issues communicated by the technician regarding difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion of the device. Manual pressure was performed for one (1) hour, bleeding continued, a femstop was applied to patient for one (1) hour then hemostasis was obtained. The patient was able to ambulate and be discharged. The patient came back in with bleeding from the site later that the day and was re-admitted to the hospital, surgery was performed. There was no vascular injury noted by the surgeon. The hematoma was roughly 3-4 cm, that was compressed out and resolved.